Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and found that the ventilator showed that extended self test (est) was not run. The se performed extended self testing on the device and all tests passed.

Event description:
It was reported that a 980 ventilator was inoperable. The ventilator was not in use on a patient when the malfunction occurred.